Event description:
During a follow-up in clinic, the device was noted to be in backup mode after magnetic resonance imaging (MRI). The device was not programmed to MRI mode prior to the diagnostic. Technical support was contacted and the nominal settings were restored to the device. The patient was stable.